Manufacturer narrative:
Of the 13 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to moisture in the pump, and battery compartment cracks. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 13</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power w/damage & moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-58 years of age and between 45 and 167 pounds. Of the reported patients, 6 were male, 7 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 4 instances of power - damage with moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.